Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.

Event description:
It was reported to nova biomedical that a consumer experienced a hypoglycemic event she believed required medical intervention. The consumer received higher results than the emts that responded. The emts received normal blood sugar readings. The consumer was treated for a headache and released. This is being reported as an adverse event under the FDA medwatch regulations. The meter and test strips reported in this event will not be returned for evaluation.